Event description:
In 2006, dr did a laminectomy lumbar on pt. Drain placed in the epidural space and exited through the subcutaneous tissue and through skin stab wound. Secured in place with 2-0 vicryl suture. About 3 days later, registered nurse was taking out jp drain. After removing the dressing and suture, she started gently tugging on hard part of jp. When she did this the white flexable part inside pt broke giving her about 1 inch of white flexable part. Dry clean dressing applied and physician notified. X-ray done. Pt did go to surgery for removal, pt was discharged.